Event description:
Seven years post-op, pt developed osteolysis of both acetabular and femoral components. During revision surgery, 2 tabs were found broken off the shell, one of which lodged in the liner, causing excessive wear.